Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they had no therapeutic effect since they began using the therapy. This was occurring daily. The patient had increased therapy. The patient reviewed that the trial had corrected the symptoms. The reported symptom was no therapy effect. The location of the symptoms reported was "continence" and this occurred on (B)(6) 2015. The patient had increased parameters. It was noted that the patient had cramping in her stomach which was on and off. This occurred on 2(B)(6) 015. It felt worse today like before she had her bladder sling removed (patient said trial corrected this symptom). The patient felt pulling/cramping in toes when increasing stimulation. This was occurring intermittently and the event date given was (B)(6) 2015. Additional information received from the consumer on 2015-10-19 reported that the patient had an appointment with their manufacturer representative. The patient's machine needed to be setup in a different program to try and help correct the patient's issues. The patient's appointment was not until (B)(6) 2015. Additional information received from the consumer on 2015-12-04 reported that they experienced a loss or change of therapy. She had been having problems. The device was not working and not controlling her incontinence. It never worked because, according to the health care professional (hcp), the patient had "other problems" so it would not work. It was further reported by the hcp on (B)(6) 2015 that the cause of the lack of therapeutic effect was not determined. The troubleshooting performed included meeting with the manufacturer representative (rep). The actions/interventions taken to resolve the issue included reprogramming. The "other problems" were not related to the device/therapy. The indication for use was unknown.